Event description:
It was reported that the patient has right bundle branch block with recurrent intrinsic conduction. The left ventricular (lv) lead had been turned off previously due to the patient complaining of intermittent diaphragmatic stimulation. During a normal device change out the physician decided to cap the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2005; 6947-58, lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4)